Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. However, the csr provided a photo of the distal end of the subject instrument involved with this complaint. Based on the photo provided, it appears the instrument is missing the cutting blade welded at the cutting blade cable. The photo shows cutting blade cable strands protruding in several directions, which is a result of the missing cutting blade. The instrument also appears to have a small object protruding from the knife slot near the crotch but it cannot be identified, since the instrument has not been returned. A review of the site's system logs with a procedure date of (B)(6) 2015, shows several incomplete/partial cuts (system error code 32003 messages) recorded during use, as well as several homing failures and a blade exposed failure at the end of usage. The system error code 32003 message signifies that the endowrist one vessel sealer instrument was not able to drive the cutting blade across the full range of travel during a cut command. This can be caused by a dirty endowrist vessel sealer instrument or if the user is attempting to cut very thick and/or unsealed tissue. These string of events is an indication that the cutting blade may have been damaged during use and continuous use led to the cutting blade breaking off, as a result of a fatigue failure. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci surgical procedure, the surgical staff claimed that the cutting blade of the endowrist one vessel sealer instrument was missing and could not be found. However, at this time, it is unclear if the missing instrument fragment was retained inside the patient since the blade was not found through radiological tests.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the surgical staff encountered a blade exposed message related to the endowrist one vessel sealer instrument. After the error message was generated, the surgical staff removed the endowrist one vessel sealer instrument and noticed that the instrument's blade was missing. In order to search for the missing blade, the surgeon made the decision to convert the da vinci surgical procedure to open surgery. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the event reportedly occurred 2.5 hours into the da vinci surgical procedure. During the case, the surgeon had been switching between the use of an unspecified stapler instrument and the endowrist one vessel sealer instrument. While clearing the colon for transection, the endowrist one vessel sealer instrument did not pass a self-check test. The surgical staff reseated the instrument and then the self-check test passed. However, after passing the self-check test, a blade exposed message was generated. At that point, the surgical staff uninstalled and inspected the instrument. The surgical staff then noticed that the instrument's blade was missing. The surgeon converted the case to open surgery in order to look for the missing blade. X-rays were also performed; however, the instrument blade was not found. According to the csr, the surgeon informed him that on post-operative day 1 or 2, the patient came back to the or after an anastomotic leak was identified. The csr stated that the leak was found in an area where a non-isi circular stapler was utilized. In order to repair the anastomotic leak, the patient underwent a bowel resection procedure. The csr indicated that the patient was doing fine and has not experienced any additional post-operative complications. On (B)(4) 2015, isi also contacted the site's robotics coordinator who was not present in the room during the reported event. The robotics coordinator confirmed the sequence of events as reported by the csr during the surgical procedure. On (B)(4) 2015, isi contacted the site's risk management department. However, the risk manager was unwilling to provide any additional information regarding the reported event. On (B)(4) 2015, isi received FDA uf/importer (B)(4) (patient identifier = (B)(6)) from the site's risk management department stating: during laparoscopic abdominal colectomy surgery there were difficulties with the vessel sealer as it stopped cutting. Upon removal and examination of the sealer, team could not identify the blade therefore case converted to an open procedure. Abdominal exam negative for blade and abdominal x-rays also negative for metallic fragments.